Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had experienced phrenic nerve stimulation. The left ventricular lead was disabled as a result on an unknown date. The lead was capped and replaced. The patient was noted to be in stable condition throughout the event.